Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the black box data showed no evidence of rewind motor errors (call service alarms). During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues were observed. The pump was opened to inspect the motor related components and no defects were found. The investigation was unable to duplicate the initial ¿rewind issue¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged the rewind step stops prior to completion of full rewind. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because insulin delivery to the patient could be affected.